Event description:
Additional information was received. The knife wire did not fall into the body and there was a delay of about 3 minutes to replace the device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the results of the final investigation additional information added to the following fields: b5, d8, d9 (date returned), h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed, the cutting wire was broken. The broken portion was inspected and found to be scorched/melted and the coated portion torn. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the cutting wire broke due to the following mechanism; 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears in the coated portion of the cutting wire might be the following; it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife wire on the sphincterotome broke when power was supplied. The event occurred during a therapeutic endoscopic sphincterotomy (est) while the patient was sedated, and the procedure was completed using another device. There were no reports of patient harm.